Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the fracture occurred due to excessive torque or load.

Event description:
It was reported that patient underwent an unknown screw anchor procedure on (B)(6) 2014. During impaction, the anchor fractured. All pieces were removed from the patient. There was no reported delay to the procedure.

Manufacturer narrative:
Device not implanted/explanted. (B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws.¿